Event description:
Caller reported an aviva system blood glucose result of 63 mg/dl at 10:47 pm. She reported no symptoms, but ate an orange, drank some orange juice with sugar, and took 4 glucose tablets. Same system retest results were: 432 mg/dl at 11:05 pm, 109 mg/dl at 11:07 pm, 135 mg/dl at 11:08 pm, 119 mg/dl at 11:09 pm, 160 mg/dl at 11:16 pm. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.